Manufacturer narrative:
Updated sections: d4 expiration date and UDI, h4, h6 type of investigation and investigation conclusions. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The subject device is not available for evaluation, as it remains implanted in the patient. Based on the available information, a definitive root cause could not be determined. However, the stenosis and regurgitation in this case were most likely impacted by the progression of the patients underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. Edwards lifesciences will continue to monitor all reported events. If any additional information is received a supplemental MDR will be submitted.

Event description:
It was reported that a patient with a 25mm 6900ptfx mitral valve implanted for 1 year and 8 months underwent a valve-in-valve procedure due to severe non-rheumatic regurgitation and severe stenosis. The patient presented with nyha class ill symptoms. The surgical valve was fractured. The procedure was performed successfully with a 26mm 9750tfx transcatheter valve. The patient was transferred to pacu for recovery. The surgeon feels that this valve failed prematurely but is unsure of the cause for failure.